Manufacturer narrative:
Additional information has been added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a reaction to a polyflux 140h set. Approximately twenty minutes into hemodialysis therapy, the patient complained of chest tightness, a cough, and difficulty breathing. After two minutes the patient¿s symptoms were not better, so treatment was paused and the patient was treated with 5mg intravenous dexamethasone, 50% glucose(20ml), calcium gluconate(10ml), 3ml/min of inhalation oxygen, and 250ml of saline solution. After forty minutes the symptoms subsided, and therapy resumed. No further information was available at the time of this report.